Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pace impedance and threshold measurements. During routine device exchange for battery depletion the rv lead surgically abandoned and replaced. No adverse patient effects were reported.